Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was unable to charge the ipg and the ipg became inoperable. In turn, surgical intervention was undertaken on (B)(6) 2018. The ipg was replaced and effective therapy has been established.